Event description:
In 2006, patient underwent bilateral breast augmentation with mentor saline implants. On approx seven months later, redness, swelling right breast treated with antibiotics - cleared. In 2007, again redness, swelling and fever treated with antibiotics - cleared. On the following month, redness again appeared put on antibiotics. On three days later, right breast implant removed. On approx four months later, patient underwent right breast augmentation with mentor saline implant.